Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was harder to press, they had to press multiple times. The customer¿s blood glucose was unknown. The customer stated that there was failed battery test one to two times, there were random unexplained no delivery alarms, received no delivery while priming, motor was a little slower during rewind, insulin shoots out during priming one to two times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery test alert, prime/fill anomaly and rewind anomaly due to buttons not responding.